Event description:
A nurse reported that during phacoemulsification, the footswitch was not responding. There was a 20 minute delay, and the surgeon switched to extracapsular cataract extraction. The surgery was completed and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and verified the footswitch does not work. The company rep replaced the footswitch and the footswitch cable. The system was then tested and met product specs. The replaced footswitch was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).